Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected troponin I es results were obtained from five patient samples while using the vitros eci immunodiagnostic system. Root cause could not be determined. A vitros troponin I es reagent lot 1780 issue has been ruled out as a contributing factor. However, an instrument issue or an unexpected vitros troponin I es reagent lot 1760 performance issue could not be ruled out as contributing factors.

Event description:
The customer obtained non-reproducible, higher than expected troponin I es results from five patient samples processed on a vitros eciq immunodiagnostic system. Vitros tropi es reagent lot 1780. Patient 2 vitros tropi es = 0.118 ng/ml versus expected <0.012 ng/ml. Patient 3 vitros tropi es = 0.059 ng/ml versus expected <0.012 ng/ml . Patient 4 vitros tropi es = 0.060 ng/ml versus expected <0.012 ng/ml . Vitros tropi es reagent lot 1760. Patient 1 vitros tropi es= 0.057 ng/ml versus expected 0.01 ng/ml. Patient 5 vitros tropi es= 0.063 ng/ml versus expected <0.012 ng/ml . Biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected. The higher than expected vitros tropi es results were not reported from the laboratory due to the laboratory¿s policy to test all tropi es sample requests in duplicate. There was no allegation of patient harm as a result of this event. This report is number three of five 3500a forms filed for this event, as five devices were affected. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).